Event description:
Additional information received identified ipg was explanted and replaced with another model. Effective stimulation was restored postoperatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg as recommended. As a result, the ipg deemed inoperable and lost communication with external devices. Surgical intervention may be taken later to address the issue.